Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) is ordering a replacement latch and will be repairing the uas. The biomed stated they believe the latch was thrown away.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the red ultrasonic air sensor (uas) latch was broken. The entire plastic piece came off. The issue occurred while attempting to place the uas back on the arterial line while resetting the circuit following a case. The issue did not affect any timing of the case, as cpb had already concluded and the pump console was back in the pump room for reassembly. No injuries or incidents occurred because of this latch breakage. No blood loss occurred as a result of this incident. There were no reported adverse consequences to the patient. Per the clinical review on 29-mar-2016: per the perfusionist (ccp), the latch on the uas was broken after cpb procedure. There was no patient involved at the point where the latch was broken.

Manufacturer narrative:
The reported complaint was confirmed by the user facility¿s biomedical engineer (biomed) as a broken latch is a readily identifiable condition. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.